Event description:
During service testing, the baxter technician reported an infusion pump with depleted main batteries. Per service shop, the hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l info is known.

Manufacturer narrative:
Evaluation summary: the reported condition of depleted main batteries was confirmed by the baxter repair technician. Inspection of the device revealed potentially depleted main batteries, which were replaced and tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was opened on april 1, 2005, which is in the implementation stage. Additional ref:# 6000001-12/13/05-019-c.